Event description:
The report stated that during a procedure, the ligasure atlas was in use, but the jaws of the device did not open after being applied to the patient. In removing the device, tissue was torn. The operator stopped using the device as blood loss failed was feared.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.